Event description:
It was reported that a pt in an acute psychiatric ward placed herself diagonally underneath the bed, lifted the bed on top of herself and was unable to free herself. Reportedly, she was compressed under the bed.